Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hands upon crushing a cyclesure biological indicator vial that had been processed in the sterrad 100s. The worker washed the contact area with water and did not receive medical treatment.